Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
It was reported the patient was suspected to have developed meningitis. The patient returned to the hospital with fever and malaise, but no symptoms of baclofen withdrawal. The entire system was removed on approximately (B)(6) 2012. The device system was being used to deliver baclofen and bupivacaine. Additional information has been requested, but was not available as of the date of this report.